Event description:
It was reported that during a cartridge change on an ilet pump, the device presented a restart alarm with a motor stall message and became unable to proceed after multiple rewind attempts, indicating a failure to infuse related to the motor component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed a communications-related problem consistent with a motor-related component issue leading to failure to infuse. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.